Manufacturer narrative:
The reported issue of syringe module won't turn on could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2020 complaint review board (crb) did not find an increasing trend for the reported issue of " syringe module won't turn " with door closed" based on the crb review and the limited information provided no further investigation actions will be performed. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module (8110) would not turn on regardless of which side it is connected to on the pcu. The issue was noted during patient use. No additional event or patient details have been provided at this time.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe module (8110) would not turn on regardless of which side it is connected to on the pcu. The issue was noted during patient use. No additional event or patient details have been provided at this time.